Manufacturer narrative:
Correction h5: no. Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an precedex drip which ran for 8 hours. It was noted at that time that the medication did not infuse and there was no alarm. It was inspected and noted that the clamp above the pump was still engaged and it never got an upstream occlusion alarm during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.